Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that attempts to interrogate the pulse generator resulted in the message software error occurred inside the pacemaker-. Battery data from (B)(6) 2009 was 2.6 v, 8 ua, 8.8 kohms. The patient had av node block and was pacemaker dependent.